Event description:
The customer reported that the clear insulation became damaged after 3 hours of use during a laparoscopic low anterior resection. No piece of the clear insulation disengaged from the device and nothing fell into the pt cavity. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.